Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that before implant at initial interrogation, the device battery voltage was 2.96 volts and the medical equipment company representative was advised by technical services to not use the device. It was noted that the device had been stored in the cold the previous night. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.